Manufacturer narrative:
(B)(4). Device was not returned for evaluation. Batch # unk. Additional information received: blood loss due to mucosal tear was minimal as the surgeon has managed it with sutures. No blood transfusion was given to the patient. Post-op care of the patient increases leading to increase in the number of days of hospital stay. The patient¿s condition is ok. There was no issue in closing, firing and opening the gun. Doctor found mucosal tear and bleeding related to it, while doing anastomosis of esophagus with stomach tubing. She managed it by doing hand sewing anastomosis.

Event description:
It was reported that during an open transthoracic esophagectomy (tte) procedure, mucosal tear. Hand suturing was used to complete the procedure. There were no adverse consequences for the patient reported. There was a delay of ten minutes.